Event description:
It was reported that during preparation, outside patient's body, the physician noticed potential deformation, delamination and ptfe coating and peeling issues at the transition point of the subject guidewire. The physician replaced the guidewire and completed the procedure successfully. There were no reported clinical consequences to the patient.

Manufacturer narrative:
H6 device code: deformation due to compressive stress: not applicable. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned. Therefore, visual and functional analysis were not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned.

Manufacturer narrative:
The subject device is not available to the manufacturer.

Event description:
It was reported that during preparation, outside patient's body, the physician noticed potential deformation, delamination and ptfe coating and peeling issues at the transition point of the subject guidewire. The physician replaced the guidewire and completed the procedure successfully. There were no reported clinical consequences to the patient.